Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe there was an issue with separation during use. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples nor photos were returned for evaluation. DHR review for lot number 1802383: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2015 (february 23rd ¿ 24th, 2018). Syringes were assembled in machine nº4267, in lot #8050751 (february 9th - 26th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8050750, #8043948, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8050973, and #8043973 and no problems, defects or qn related to the reported issue were found. Based on the nonconformance description, we think that the issue could be related with some ineffective luer slip fitting between the needle and the syringe tip. This could be because of a defective luer dimensions or any damage in the product. The exact root cause for this issue is not possible to be determined. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported with the use of the bd emerald¿ syringe there was an issue with separation during use. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd emerald syringe there was an issue with separation during use. There was no report of injury or further medical intervention.